Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Customer states that the plug to the motor will not stay in the junction box. The hand control has exposed wiring.